Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial (ra) lead exhibited unstable pacing threshold, while right ventricle lead exhibited unstable sensing issue. Diagnostic imaging confirmed dislodgement of the ra lead. Although no visible dislodgement was observed in the rv lead, the physician suspected micro-dislodgement on the rv lead. The physician elected to explant and replaced both leads. Prior to the revision procedure, programming changes were made to the pacemaker. The ra and rv leads were successfully explanted and replaced. There were no patient consequences.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial (ra) lead exhibited high capture threshold and decrease in p wave amplitude, while right ventricle (rv) lead exhibited decrease in r wave amplitude. Diagnostic imaging confirmed dislodgement of the ra lead. Although no visible dislodgement was observed in the rv lead, the physician suspected micro-dislodgement on the rv lead. The physician elected to explant and replaced both leads. Prior to the revision procedure, programming changes were made to the pacemaker. Upon opening the pocket, the dislodgement was observed on the right ventricle lead. Also, the physician noticed that both ra and rv exhibited the lead's helix failure to extend and retract. The ra and rv leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, r wave amplitude, failure to extend and failure to retract. The reported event of were lead dislodgement, high capture threshold, r wave amplitude, failure to extend and failure to retract was not confirmed. As received, a complete lead was returned in one piece with the helix extended and was measured within specification. The helix was also returned clogged with blood/tissue. Visual inspection and x-ray examination did not find any anomalies except for the damages found consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.